Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective back up battery and performed (extended self-test / short self-test) est, sst and electrical safety tests to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported battery failure. The back up batteries were depleted and the unit shut down. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.